Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a red heart alarm while he was connected to the power module. The patient connected his system controller to batteries and the red heart alarm cleared. The patient felt momentary dizziness at the time of the power exchange. The system controller was interrogated at the clinic and low voltage, low flow and pump stop alarms were noted in the event history. The patient cable was exchanged and it was reported that no further alarms occurred.

Manufacturer narrative:
Approximate age of device- 1 year 5 months from the date of implant. Evaluation of the patient cable could not confirm the reported event of a red heart alarm. The voltage provided to the test hmii system controller via the test power module and the returned patient cable was at a level of 14.2-14.4 volts. The patient cable was run over several hours with no alarms noted. The cable was tested for any continuity issues using an ohmmeter and the results of the test indicated the resistance measured appeared within the normal parameters. The insulation of the internal wires in the patient cable was inspected using insulation resistance (ir) tester and it passed. The patient cable functioned as intended during analysis. No further information is available. The manufacturer is closing the file on this event. Placeholder.